Manufacturer narrative:
A5b.): patient''s race unk d4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk h6): great vessel perforation, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was present within the patient as well, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead and a spectranetics 16f glidelight laser sheath was used to begin the procedure. Hypotension was noted as the device advanced across the innominate/superior vena cava (svc) junction, but the extraction continued with anesthesia support. The rv lead was extracted, and once the lead was removed, a large pericardial effusion was noted via transoralesophageal echocardiography (toe). Rescue efforts began immediately, including pericardial drain (250 cc output), rescue balloon, bypass, and sternotomy. A very large perforation, extending from the innominate to the svc/ra junction was discovered and repaired. The patient survived the procedure, but unfortunately died 4 days later, on (B)(6)2023. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.